Manufacturer narrative:
Section d4: catalog number and gtin have been changed from "48335310" and " 04546540679833" to "6741610" and "07613327487992" following the DHR review visual inspection was performed on the returned screw. Marks on the screw indicate that the user may have experienced difficulty during the procedure. Locking ring of the screw was fractured and the locking ring was protruding from the screw head. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Per correspondence, no damage was noticed prior to insertion of the screw, it is unknown if the inserter was taken off at any time, it is unknown if excessive force was used or if the screw was implanted at difficult angle. Patient anatomy and screw hole preparation is also unknown. Per the anchor c surgical technique: to ensure proper depth and adequate locking when using the awl, drilling, or locking bone screws, use of a free hand technique is strongly discouraged. Use of the guide/inserter tip or low profile inserter is required. The inserter may separate slightly from the cage throughout the procedure. A gap between the cage and inserter may result in improper seating of the screw. Prior to screw insertion, ensure the inserter is flush to the cage. Excessive pivoting or angulation on the screwdriver while attached to the screw should be avoided as it can cause damage to the screwdriver and/or screw. The cause of the reported event cannot be determined conclusively from the information provided. However, potential root causes for locking ring fracture/difficulty with locking the screw include: challenging patient anatomy, inadequate preparation of screw hole, inserter incorrectly aligned with cage (may cause inserter loosening during surgery), and gap between the inserter and the cage.

Event description:
It was reported that the anchor c self drilling bone screw 'did not fit in proper position' intra-operatively. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully.

Event description:
It was reported that the anchor c self drilling bone screw 'did not fit in proper position' intra-operatively. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully.